Event description:
Subsequent to device application, one of the locking bolts broke and patient lost fracture alignment. A second surgery was done to realign fracture and replace locking bolt. Patient healing.